Event description:
It was reported when using the bd pyxis medstation system, station had no power, tried different outlets and still did not power up. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in issuing medication to the patient. However, there was no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had no power, tried different outlets and still did not power up. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.